Manufacturer narrative:
(B)(4)

Event description:
It was report the patient presented via merlin.net with 148 ams episodes. Vp-as interval was not consistent and did not appear to be retrograde. Programming changes were recommended.